Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported by the patient that they had an infection. It was stated by the patient that they had their staples removed and they felt something was wrong. The patient stated "they told him it was part of the healing process." The patient reported they had infection symptoms. Specifically the patient reported an infection in their spine where they removed the staples. The patient reported swelling at the spot of the staple removal. The patient reported their back felt like someone took a bat to their back. It was reported green pus was coming out of the incision. The patient stated they were in pain and the pain was killing him. The patient reported they were getting ready to go the emergency room. It was unknown if the infection or the strain of the infection was confirmed. The patient stated "the last two days," is when they noticed the infection. No further complications were anticipated/reported.